Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device would keep activating momentarily when the surgeon stopped pressing the switch. This occurred several times with the device. The same device was used to complete the procedure. There was no adverse consequence to the patient..

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested with a generator and passed all functional testing. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. A CT scan of the device was performed. The device was disassembled and the components were in all in the correct location. The activation switch was measured with a delta travel between activation and de-activation of 0.0108" which meets the design tolerance. Additionally analysis observed interference between the button and shroud. The device was re-assembled and confirmed high friction wear inference between the two components.